Event description:
It was reported that the pocket site opened up after the fall, making the generator visible. As a result, the pocket site was cleaned out with bacitracin and was closed up. No infection was noted. Effective therapy was reported.